Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a knee revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2016. The revision surgery occurred because of reported instability. During the revision, the original omni size 4 right tibial baseplate, size 4x16mm cs ultra insert, 29x8mm patella dome, and the tibial baseplate retaining bolt were removed and replaced with a 15x125x4mm modular offset stem, size 4x16mm cs ultra insert, size 3 mod. Tibial baseplate, tibial baseplate retaining bolt, and modular tibia augments and bolts.